Event description:
Description of event: on 7/1998, a 21 mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (21as-601) was implanted. It was reported the pt had a history of edema, pulmonary stasis, and deterioration of kidney and liver function. On 8/2000, dr. Explanted this valve due to paravalvular leak. According to the info received, at explant, the valve was detached "most of the circumference" and the aortic root was necrotic from the outflow tract "deep in the ventricle" to the left and right coronary ostium. A homograft was then implanted and no additional info has been received.

Event description:
The annulus was detached most of the circumference of the valve. The aortic root was necrotic from the outflow tract to the left and right coronary.